Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('fatigue') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), weight loss poor ("inability to lose weight"), menopause ("menopause"), musculoskeletal pain ("joint and muscle pain"), headache ("dizzying headaches"), dizziness ("dizzying headaches") and amnesia ("memory loss"). At the time of the report, the fatigue had not resolved and the weight loss poor, menopause, musculoskeletal pain, headache, dizziness and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, dizziness, fatigue, headache, menopause, musculoskeletal pain and weight loss poor with essure. The reporter commented: patient¿s current status: really very exhausted. She will have an appointment with a doctor for removal of the device after the various tests that she will have to undergo. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('fatigue') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), musculoskeletal pain ("joint and muscle pain"), headache ("dizzying headaches"), dizziness ("dizzying headaches"), weight loss poor ("inability to lose weight"), menopause ("menopause") and amnesia ("memory loss"). At the time of the report, the fatigue had not resolved and the musculoskeletal pain, headache, dizziness, weight loss poor, menopause and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, dizziness, fatigue, headache, menopause, musculoskeletal pain and weight loss poor with essure. The reporter commented: patient¿s current status: really very exhausted. She will have an appointment with a doctor for removal of the device after the various tests that she will have to undergo. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.